Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the reporter was only the second person to have had a flipped pump. No further information about the first patient was provided. Further follow-up is being conducted to obtain this information; including patient outcome and any necessary interventions. If additional information is received, a follow-up report will be sent.